Event description:
It was reported that a cardiac tamponade occurred post procedure. During an ablation procedure, a farawave nav catheter was selected for use. While attempting to wire the left superior pulmonary vein (lspv) with the catheter in a small basket configuration, resistance was encountered. The resistance was attributed to unusually tortuous pulmonary vein anatomy. A merit guidewire and an nrg transseptal access device were reportedly used; however, no device-related issues were documented at the time of the procedure. The procedure was completed, and the patient was removed from the operating table. Approximately 30 minutes after the procedure concluded, the patient began to feel unwell. An echocardiographic assessment revealed an increased amount of pericardial fluid consistent with cardiac tamponade. The patient did not require medication but did require a pericardiocentesis. This intervention resulted in hospitalization or an extension of hospitalization. Following treatment, the patient was discharged and was reported to be in stable condition.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the cardiac tamponade, is a known inherent risk with use of this product. The reported difficulty to advance could not be confirmed in the absence of the device for evaluation. Device history record review: a ship history review was performed to determine the most probable lot number for the device, but no lot history could be found. The manufacturing batch record review could not be completed without the ship history review. Device technical analysis: it was indicated the device disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of cardiac tamponade and difficult to advance are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is known inherent risks of the farawave device. Cardiac tamponade is a recognized complication associated with catheter-based electrophysiology procedures and intracardiac catheter manipulation and is addressed within the farawave IFU and risk management documentation. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. The reported "difficult to advance" device allegation could not be confirmed through product analysis because the device was not returned. Additionally, the available information does not establish a definitive causal relationship between the reported advancement difficulty and the clinical complication. Therefore, the conclusion code "cause not established" was selected for the device-related allegation. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.